Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion error during testing in the biomedical service area. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found out of specification in relation to the reported symptom "upstream occlusion error that cannot be cleared". Instead of a constant upstream occlusion alarm evaluation found the device unable to detect an upstream occlusion. Upstream occlusion alarms were verified through a review of the event history log however were determined to be true alarms. The device's condition was found to be caused by an out of specification ultrasonic sensor. The ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.